Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced stress related diabetic ketoacidosis. The customer was to meet with a health care provider. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
(B)(4). The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.